Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 5 cm depth marking on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted on (B)(6) 2024 and removed on (B)(6) 2024. Total length of catheter was 39cm inserted in basilic vein with 0cm exit site markings: this is the right tip position accordingly to sherlock 3cg. Sterile saline 9 mg/ml used to lock catheter between use. Statlock used. Catheter dressed straight along patient's arm. Catheter used for oncology treatment: paklitaxel. PICC was not used for CT. Break was found at the 5cm mark. Chloraprep 2 mg/ml, clorhexidine 0,5 mg/ml used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, PICC line has been used for chemotherapy. Today (B)(6) 2024 in connection with flushing the catheter before planned cytostatic treatment, the patient feels that it is tense in the arm. Also noted that the fluid (nacl) goes subcutaneously. PICC line is removed - among other things. Upon inspection, you can see that there is a hole about 5 cm up on the catheter. The patient has previously received cytostatics via PICC line but when it was removed only flushed with nacl. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.